Manufacturer narrative:
Continued e1. Phone: (B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative on behalf of healthcare professional reported an unknown side device: "rupture". The implant status is unknown.